Manufacturer narrative:
The lot number of the device involved in the reported event was not provided by the customer, therefore we were unable to review the manufacturing and sterilization records. We were informed that the device was disposed at the facility and it is not available for evaluation.

Event description:
A report was received from a user facility in (B)(6) indicating that during a delamination case, when the surgeon went back in the eye after having emptied the cassette, a bleed had occurred. The surgeon believes hypotony was the cause due to the leaking trocars. Additional information was requested and it is still pending.

Manufacturer narrative:
To date, we have not received any details of the event and no updates on the patient conditions. The device was disposed at the facility therefore we were not able to confirm any device malfunction. The review of the nc database revealed no nc for leaking valve in the past 36 months. The review of the complaint database did not find any other similar complaint involving the reported device. The device history, trend analysis and risk analysis review were considered acceptable with the product performing within anticipated rates.